Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed power on resets observed in the black box. Evaluation revealed there was contamination under the contrast key. No damage was found to the returned battery cap or the battery compartment. No issues when attaching the returned battery cap to the pump; the yellow o ring is not visible. No power interruptions were duplicated when the pump was exercised for 24 hours with the returned battery cap. No battery cap connection defects were observed. The battery cap width and height measurements are all within specified range. There was no evidence of internal moisture or damage to the power circuit or battery flex was found. The power complaint was verified in the history but could not be duplicated during the investigation.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.